Event description:
Boston scientific crm received information that there was noisy signals on the right ventricular lead. It was suspected that the noise was being oversensed resulting in inhibition of therapy.